Event description:
The customer reported a flow rate discrepancy. The pt was in continuous veno-venous hemodiafiltration (cvvhdf) mode at the time of this incident. The fluid removal rate was programmed at 210 ml/hr, but the status screen displayed 200 ml/hr. The replacement fluid rate was set at zero and the status screen on the machine displayed a value of 50 ml/hr, even though no replacement bag was hung. The pt did not suffer any injury or require any medical intervention as a result of this incident.